Event description:
It was reported that approximately two years post a port placement, the port catheter was allegedly fractured. It was further reported that fractured catheter extended into the right ventricle. Reportedly, the catheter was removed. The current status of the patient is unknown.

Manufacturer narrative:
This supplemental MDR is being submitted to report that MFR rpt# 3006260740-2024-00421 was a duplicate record and was opened in error. The event details are being captured under complaint file #(B)(4) and was reported to the FDA under MFR rpt# 3006260740-2023-06010. H10: d4 (expiration date: 06/2022). H11: section a through f ¿the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately two years post a port placement procedure, the port catheter was allegedly fractured. It was further reported that fractured catheter extended into the right ventricle. Reportedly, the catheter was removed. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 06/2022). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.